Manufacturer narrative:
H4: the lot was manufactured between june 4, 2022 ¿ june 6, 2022. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing with tap water was performed, and no leak was identified from the administration spike port area or anywhere else on the returned sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. This was observed after the bag was compounded and dispensed to the unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.